Manufacturer narrative:
Device evaluated by simulated use testing and found a power problem. Device repaired and returned to the customer.

Event description:
During the first freeze, the display on the screen went black. Technician was unable to get the system back up, and cancelled the case.